Manufacturer narrative:
Investigation description: complaint and damages confirmed.

Event description:
It was reported that the patient intentionally damaged the ilet pump with a screwdriver during a tantrum, resulting in a broken screen/device housing and loss of function, while the patient remained uninjured and discontinued use of the device. Symptoms included no adverse clinical effects and no glycemic symptoms. Outcomes included no medical intervention, no hospitalization, and the patient¿s continued diabetes management using a compatible cgm. Investigation included complaint handling, user interview, and review of device use and handling instructions. Investigation of this case revealed physical damage consistent with external user-induced impact and no allegation of device malfunction prior to the event. It was concluded that the event resulted from patient-induced mechanical damage and was not related to a device manufacturing or design defect.